Event description:
It was reported that tissue fell apart when the doctor was pulling a suture through it. The doctor started checking the rest of tissue and found that it pulled apart very easily. He removed the tissue and got another piece to complete the procedure. No further complications were reported. The tissue had been soaked in an antibiotic solution 10-20 minutes prior to use.

Manufacturer narrative:
The evaluation of the returned sample confirmed that the tissue was in pieces. The sample was returned in sections and was observed to pull apart easily. The evaluation included visual observation and manual pull test. The only known cause of the sample condition is storage outside the recommened temperature range. The product was manufactured in november of 2004. The investigation will continue to determine the shipping order of the product. The exact cause of the sample condition could not be conclusively determined.the review of the device history record concluded satisfactory processing of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, tensile or sterility concerns. The evaluation did not find any deficiencies in the product that may have contributed to the reported event and concluded that the most probable cause of the sample condition was the application of tensile force greater than that stated in the product specifications. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Following a review of the device history record for the reported lot number, all process and test criteria has been verified as complying with the finished product specification. Baseline report previously filed.